Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump displayed recurring ¿restart ilet 68¿ alerts despite multiple restarts, which aligned with an internal over/under voltage condition and prompted replacement of the device; blood glucose was reportedly unaffected and the user reverted to a backup plan. Symptoms included no reported adverse clinical effects. Outcomes included continued diabetes management using a backup plan and ongoing cgm use. Investigation included customer troubleshooting and education, confirmation of alert recurrence, and logistics for device replacement and return. Investigation of this case revealed a persistent power subsystem malfunction associated with vbuck over/under voltage, consistent with a pump electronics issue. It was concluded that the cause was a device hardware malfunction of the power regulation circuitry.